Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('device breakage / advised that portion of essure is still present') and device dislocation ('essure coil is in right ovary') in a 44-year-old female patient who had essure (batch no. 816057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain on (B)(6) 2017, vaginal odor on (B)(6) 2014, bleeding menstrual heavy in 2006, lower abdominal pain in 2006, gravida ii and parity 2. Previously administered products included for contraception: mirena from 2007 to 2012; for an unreported indication: nuvaring in 2009 and yasmin in 2008. Concurrent conditions included constipation since (B)(6) 2017, abdominal cramps since (B)(6) 2013, adenomyosis, uterine prolapse and ureteric obstruction. Concomitant products included tranexamic acid (lysteda) for bleeding menstrual heavy as well as alprazolam since 2018, cefixime (flexeril) since (B)(6) 2017 and meloxicam. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced anxiety ("psych injury / anxiety") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urinoma ("right urinoma right uretral leak"), urinary incontinence ("right uretral leak"), escherichia pyelonephritis ("pyelonephritis with e coli urine"), abdominal pain ("chronic abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding) / menorrhagia"), iron deficiency anaemia ("bleeding anemia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), complication of device removal ("complications during removal surgery? (Repeat/multiple surgeries)"), vaginal haemorrhage ("vaginal bleeding"), adenomyosis ("adenomyosis"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea abdominal cramping"). The patient was treated with iron and surgery (salpingectomy (bilateral) and hysterectomy (partial), total vaginal hysterectomy, bilateral salpingectomy, excision of essure coil with residual right fallopian tube, nephroureteral stent percutaneous nephrostomy tube hydrouretonephrosis urinoma with drained placed and right uretolysis, right ureteral neocystostomy with a psoas stitch and bladder flap, right double j n). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, bladder disorder and urinary tract disorder had resolved and the device breakage, device dislocation, urinoma, urinary incontinence, menorrhagia, iron deficiency anaemia, anxiety, complication of device removal, vaginal haemorrhage, adenomyosis, vaginal discharge, depression and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, adenomyosis, anxiety, bladder disorder, complication of device removal, depression, device breakage, dysmenorrhoea, escherichia pyelonephritis, fatigue, iron deficiency anaemia, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, urinoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, psych injury and fatigue. Left coil removed on (B)(6) 2018 and right coil removed on (B)(6) 2018. Essure insertion details:- right tube-4coils. Left tube-4coils. Patient tolerated procedure well. It was repotted that coils were placed correctly. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral essure devices are seen in proper position with no opacification of either fallopian tube. Pathology test - on (B)(6) 2018: myometrium with adenomyosis. Ultrasound abdomen - on (B)(6) 2018: 12.5 cm right ovarian complex cyst. Ultrasound scan vagina - on (B)(6) 2013: essure coil seen on 3d. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received. Reporter, concomitant condition and lab data were added. Event essure coils in the area of the right ovary was added. Rcc added. Event surgery was deleted. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('device breakage / advised that portion of essure is still present') and device dislocation ('essure coil is in right ovary') in a 44-year-old female patient who had essure (batch no. 816057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain on (B)(6) 2017, vaginal odor on (B)(6) 2014, bleeding menstrual heavy in 2006, lower abdominal pain in 2006, gravida ii and parity 2. Previously administered products included for contraception: mirena from 2007 to 2012; for an unreported indication: nuvaring in 2009 and yasmin in 2008. Concurrent conditions included constipation since (B)(6) 2017, abdominal cramps since (B)(6) 2013, adenomyosis, uterine prolapse and ureteric obstruction. Concomitant products included tranexamic acid (lysteda) for bleeding menstrual heavy as well as alprazolam since 2018, cefixime (flexeril) since (B)(6) 2017 and meloxicam. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced anxiety ("psych injury / anxiety") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urinoma ("right urinoma right uretral leak"), urinary incontinence ("right uretral leak"), escherichia pyelonephritis ("pyelonephritis with e coli urine"), abdominal pain ("chronic abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding) / menorrhagia"), iron deficiency anaemia ("bleeding anemia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), complication of device removal ("complications during removal surgery? (Repeat/multiple surgeries)"), vaginal haemorrhage ("vaginal bleeding"), adenomyosis ("adenomyosis"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea abdominal cramping"). The patient was treated with iron and surgery (salpingectomy (bilateral) and hysterectomy (partial), total vaginal hysterectomy, bilateral salpingectomy, excision of essure coil with residual right fallopian tube, nephrouretral stent percutaneous nephrostomy tube hydrouretonephrosis urinoma with drained placed and right uretolysis, right ureteral neocystostomy with a psoas stich and bladder flap, right double j n). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, bladder disorder and urinary tract disorder had resolved and the device breakage, device dislocation, urinoma, urinary incontinence, menorrhagia, iron deficiency anaemia, anxiety, complication of device removal, vaginal haemorrhage, adenomyosis, vaginal discharge, depression and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, adenomyosis, anxiety, bladder disorder, complication of device removal, depression, device breakage, dysmenorrhoea, escherichia pyelonephritis, fatigue, iron deficiency anaemia, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, urinoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, psych injury and fatigue. Left coil removed on (B)(6) 2018 and right coil removed on (B)(6) 2018. Essure insertion details:- right tube-4coils. Left tube-4coils. Patient tolerated procedure well. It was repotted that coils were placed correctly. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral essure devices are seen in proper position with no opacification of either fallopian tube. Pathology test - on (B)(6) 2018: myometrium with adenomyosis.. Ultrasound abdomen - on (B)(6) 2018: 12.5 cm right ovarian complex cyst. Ultrasound scan vagina - on (B)(6) 2013: essure coil seen on 3d. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('device breakage / advised that portion of essure is still present'), urinoma ('right urinoma right ureteral leak'), urinary incontinence ('right ureteral leak'), pyelonephritis ('pyelonephritis with e coli urine') and surgical procedure repeated ('repeat/multiple surgeries') in a 44-year-old female patient who had essure (batch no. 816057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain on (B)(6) 2017, vaginal odor on (B)(6) 2014, bleeding menstrual heavy in 2006, lower abdominal pain in 2006, gravida ii and parity 2. Previously administered products included for contraception: mirena from 2007 to 2012; for an unreported indication: nuvaring in 2009 and yasmin in 2008. Concurrent conditions included constipation since (B)(6) 2017 and abdominal cramps since (B)(6) 2013. Concomitant products included tranexamic acid (lysteda) for bleeding menstrual heavy as well as alprazolam since 2018, cefixime (flexeril) since (B)(6) 2017 and meloxicam. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced anxiety ("psych injury / anxiety") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), urinoma (seriousness criterion medically significant), urinary incontinence (seriousness criterion medically significant), pyelonephritis (seriousness criterion medically significant), surgical procedure repeated (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding) / menorrhagia"), anaemia ("bleeding anemia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), complication of device removal ("complications during removal surgery? (Repeat/multiple surgeries)"), vaginal haemorrhage ("vaginal bleeding"), adenomyosis ("adenomyosis"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea abdominal cramping"). The patient was treated with iron and surgery (repeat/multiple surgeries on (B)(6) 2018, salpingectomy (bilateral) and hysterectomy (partial), nephroureteral stent percutaneous nephrostomy tube hydrouretonephrosis urinoma with drained placed and right uretolysis, right ureteral neocystostomy with a psoas stitch and bladder flap, right double j n). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, bladder disorder and urinary tract disorder had resolved and the device breakage, urinoma, urinary incontinence, surgical procedure repeated, menorrhagia, anaemia, anxiety, complication of device removal, vaginal haemorrhage, adenomyosis, vaginal discharge, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adenomyosis, anaemia, anxiety, bladder disorder, complication of device removal, depression, device breakage, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, pyelonephritis, surgical procedure repeated, urinary incontinence, urinary tract disorder, urinoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, psych injury and fatigue. Discrepancy noted in essure explant date:- (B)(6) 2018 and (B)(6) 2018. Essure insertion details:- right tube-4 coils, left tube-4 coils. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral essure devices are seen in proper position with no opacification of either fallopian tube. Ultrasound abdomen - on (B)(6) 2018: 12.5 cm right ovarian complex cyst. Finding is suspicious for a cystic neoplasm. Ultrasound scan vagina - on (B)(6) 2013: essure coil seen on 3d. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: lot number added. New events added- vaginal bleeding, urine leakage, urinoma, anemia, adenomyosis, pyelonephritis, device breakage, vaginal discharge and depression added. Historical drug, concomitant medication and lab test updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and surgical procedure repeated ('repeat/multiple surgeries') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), surgical procedure repeated (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), anaemia ("bleeding: anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and complication of device removal ("complications during removal surgery? (Repeat/multiple surgeries)"). The patient was treated with surgery (repeat/multiple surgeries on 14dec2018 and salpingectomy (bilateral) and hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, bladder disorder and urinary tract disorder had resolved and the surgical procedure repeated, menorrhagia, anaemia, psychological trauma and complication of device removal outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, complication of device removal, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, psychological trauma, surgical procedure repeated and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, psych injury and fatigue. Removal surgeries: on (B)(6) 2018 salpingectomy (bilateral), hysterectomy (partial). On (B)(6) 2018 repeat/multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case become incident. Event injury to herself removed and new events: pelvic pain female, abdominal pain, psych injury, chronic dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, fatigue, bladder disorder and urinary tract disorder, complication of device removal, repeated surgery were added. Reporter and patient demography added. Updated suspected drug indication. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('device breakage / advised that portion of essure is still present'), urinoma ('right urinoma right uretral leak'), urinary incontinence ('right uretral leak'), escherichia pyelonephritis ('pyelonephritis with e coli urine') and surgery ('repeat/multiple surgeries') in a 44-year-old female patient who had essure (batch no. 816057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain on (B)(6) 2017, vaginal odor on (B)(6) 2014, bleeding menstrual heavy in 2006, lower abdominal pain in 2006, gravida ii and parity 2. Previously administered products included for contraception: mirena from 2007 to 2012; for an unreported indication: nuvaring in 2009 and yasmin in 2008. Concurrent conditions included constipation since (B)(6) 2017 and abdominal cramps since (B)(6) 2013. Concomitant products included tranexamic acid (lysteda) for bleeding menstrual heavy as well as alprazolam since 2018, cefixime (flexeril) since (B)(6) 2017 and meloxicam. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced anxiety ("psych injury / anxiety") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), urinoma (seriousness criterion medically significant), urinary incontinence (seriousness criterion medically significant), escherichia pyelonephritis (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding) / menorrhagia"), blood loss anaemia ("bleeding anemia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), complication of device removal ("complications during removal surgery? (Repeat/multiple surgeries)"), vaginal haemorrhage ("vaginal bleeding"), adenomyosis ("adenomyosis"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea abdominal cramping") and underwent surgery (seriousness criterion medically significant). The patient was treated with iron and surgery (repeat/multiple surgeries on (B)(6) 2018, salpingectomy (bilateral) and hysterectomy (partial), nephrouretral stent percutaneous nephrostomy tube hydrouretonephrosis urinoma with drained placed and right uretolysis, right ureteral neocystostomy with a psoas stitch and bladder flap, right double j n). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, bladder disorder and urinary tract disorder had resolved and the device breakage, urinoma, urinary incontinence, surgery, menorrhagia, blood loss anaemia, anxiety, complication of device removal, vaginal haemorrhage, adenomyosis, vaginal discharge, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, bladder disorder, blood loss anaemia, complication of device removal, depression, device breakage, dysmenorrhoea, escherichia pyelonephritis, fatigue, menorrhagia, pelvic pain, surgery, urinary incontinence, urinary tract disorder, urinoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, psych injury and fatigue. Discrepancy noted in essure explant date:- (B)(6) 2018 and (B)(6) 2018. Essure insertion details:- right tube-4coils. Left tube-4coils. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral essure devices are seen in proper position with no opacification of either fallopian tube. Ultrasound abdomen - on (B)(6) 2018: 12.5 cm right ovarian complex cyst. Finding is suspicious for a cystic neoplasm. Ultrasound scan vagina - on (B)(6) 2013: essure coil seen on 3d. Lot number: 816057. Manufacture date: 2011-01. Expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.